Event description:
Information received from the field notes <200 ohms lead impedance and high capture thresholds. The device was programmed to vvi. The patient was in chronic atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received